Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced an event -pacemaker implant within 14 days post operatively per study protocol. This is a reportable valve-related adverse event per aats/sts guidelines. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced an event -pacemaker implant within 14 days post operatively per study protocol. This is a reportable valve-related adverse event per aats/sts guidelines. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6)2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review of manufacturing records could not be performed as serial numbers for the respective valves are unknown. A review of the available information was performed. As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, the patient experienced an event -pacemaker implant within 14 days post operatively per study protocol. Per aats/sts guidelines, this is a reportable valve-related event. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6)2018 ; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. The patient (as part of the on-x prosthetic heart valve anatomic suture ring postmarket registry), is the recipient of an onxan or onxane model on-x valve in the aortic position. The patient was a 59 year old white male. Preoperatively, he was in sinus rhythm, nyha ii, and had no prior cardiac surgery but a valve disease etiology of endocarditis. Sometime after valve surgery, he was the recipient of a permanent pacemaker (ppm), and since the observational window is 14 days postoperatively, it would be classified as a major adverse valve-related event per the aats/sts criteria [akins 2008]. No other information is available after this observation and so we have no further indications supporting the decision to implant the ppm. In any case, the instructions for use recognize arrhythmia and the possibility of subsequent reoperation as potential adverse events following aortic valve replacement [IFU]. Arrhythmia and reoperation are recognized potential complications following aortic valve replacement surgery, but there is not enough detailed information to establish a root cause. However, per aats/sts guidelines, this is classified as a major valve-related adverse event. Post production residual risk is communicated in the product¿s labeling and IFU (instructions for use). 5. Potential adverse events - adverse events potentially associated with the use of prosthetic heart valves (in alphabetical order) include, but are not limited to: angina, cardiac arrhythmia, endocarditis, heart failure, hemolysis, hemolytic anemia, hemorrhage, myocardial infarction, prosthesis leaflet entrapment (impingement), prosthesis nonstructural dysfunction, prosthesis pannus, prosthesis, perivalvular leak, prosthesis regurgitation, prosthesis structural dysfunction, prosthesis thrombosis, stroke, thromboembolism. It is possible that these complications could lead to: reoperation, explantation, permanent disability, death. Based on the available information, root cause for this event is unknown. No further action is required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.